Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30772774) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the 2mm x 4cm galaxy g3 xsft helical (glx120204 / 30772774) filled in the aneurysm, but the coil attachment point was not in place. The physician retracted the coil and observed that the coil had become unraveled / stretched. The physician replaced the coil to complete the procedure using the original concomitant microcatheter. There was no report of any negative patient impact. On 27-feb-2024, additional information was received. The information indicated that the target vessel was the right posterior communicating artery. The aneurysm was a regular aneurysm. Neck remodeling was not used. The concomitant microcatheter used was an sl-10® microcatheter (stryker); continuous flush had been maintained through the microcatheter. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. There was resistance during the advancement of the coil through the microcatheter in the mid-section of the microcatheter. The reported issue occurred during advancement of the coil into the aneurysm. The information indicated that the microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter (i.e., was the coil used like a guidewire to reposition the microcatheter). A one-to-one relationship between the coil and delivery tube was verified with fluoro prior to repositioning, but other information related to this fluoro verification was not obtainable. There was no additional damage noted on the device aside from the reported stretched condition. The coil was not detached. There was no blood flow restriction / reduction as a result of the reported issue. The replacement coil was another 2mm x 4cm galaxy g3 xsft helical (glx120204). The additional information confirmed there was no negative patient impact. There was no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 2mm x 4cm galaxy g3 xsft helical was received contained in the decontamination pouch. Visual inspection was performed. The embolic coil was observed to be outside of the introducer. Microscopic inspection was performed. Under magnification, the embolic coil was observed severely stretched and as a result of the stretching, the internal blue fiber was exposed. However, the embolic coil remains attached to the resistance heating (rh) coil, which was noted unsoftened. No other damages were observed. The issue regarding the embolic coil being stretched was confirmed during the microscopic inspection. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. According to the risk documentation, coil damage is a potential issue that can occur during microcoil placement due to the rotative hemostasis valve (rhv) being fastened too tightly and the introducer tip and microcatheter hub being misaligned. However, other factors not described in the event description may have contributed to the issue encountered during the procedure. With the limited information available, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30772774) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) contains the following precautions: ¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.